Manufacturer narrative:
Device evaluation summary: the complaint was confirmed as the inability to load was due to the broken endoanchor found within the tip of the applier. The exact cause of the broken endoanchor cannot be conclusively determined however, the patient¿s conical hostile aortic neck may have contributed to the event. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcified plaque or thrombus with more than 2mm of thickness within the deployment zone.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown aortic disease. A heli-fx applier was used for the treatment of a type ia endoleak. It was reported that there was a type ia endoleak and the decision was made to use endoanchors. The applier worked well for the first 3-4 endoanchors. When trying to load a further endoanchor into the applier, the endoanchor was only taken up half-way, (it was protruding out of the applier). The endoanchor was not implanted and another heli-fx applier was used to complete the treatment. The final angiogram showed the endoleak improved. Per the physician, the cause of the event cannot be determined, however, the physician has stated that the most likely cause of the type 1a endoleak was the anatomy of the aorta. The physician commented that "the neck is difficult to seal because it has a conical hostile neck with a bulge." No additional clinical sequelae were reported and the patient is fine.